Event description:
We received a report that during the implantation of an intraocular lens, the surgeon noted a tear in the iol once it was in the patient's left eye. He enlarged the incision and removed and replaced it during the same procedure. No other surgical complications were noted, such as a vitrectomy, and that the patient was doing well.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that a piece of lens with haptic (loop) was damaged. Also, the sample has surface residuals adhered to the optic body compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that has been explanted and not manufacturing related. Because the explanted lens was cut in half, we were unable to confirm the complaint of a torn iol. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed:the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.